Event description:
It was reported that the patient's implantable cardiac monitor (icm) had an unexpected reset due to patient's electrostimulation treatment. The icm was reset back. The patient was in stable condition.